Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific received information that the patient with this cardiac resynchronizatoin therapy defibrillator experienced a syncopal episode and was admitted to the hospital. The decision was made to remove and replace the device. No additional adverse patient effects were reported.